Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.49 mm offset at the tips. A clip can be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips. The grips were not found to have cracking damage. Additional observation(s) not reported by site: the instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip was installed on to the clip applier, upon activating the clip application the clip would not lock/clip to the test tubing. The clip stayed attached to the clip applier and had to be manually removed. Common causes of loss of functionality to apply a clip are attributed to either a damaged grip cable or misaligned grips or bent grip tips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clip was not released once the medium-large clip applier instrument was closed. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative and obtained the additional information: the incident occurred when the surgeon was attempting to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application (incomplete closure of clip). The surgeon was using the hem-o-loks (the recommended ones) and they were the medium-large size. The size of the vessel or tissue bundle was not greater the specified diameter. The csr did not know how many times the clip appler was used during the case when the issue occurred, but stated the issue was resolved by using a back-up instrument. There was no photos or videos of the event available for review.

Event description:
Refer to h11 for follow-up information.